Event description:
Account reported that during a refractive surgery procedure on the left eye, a small amount of fluid came out of the eye at the microkeratome blade. The microkeratome was reversed and the suction was removed. A corneal laceration was immediately noted with the lens and the iris protruding from the laceration. Follow-up info: repair of corneal laceration, attempted repair of iris laceration, extruded iris excision, mechanical anterior vitrectomy pt is improving postop. Per reporting facility, the microkeratome was checked several times before and after the sugery and appeared to be functioning properly. The unit will be evaluated by an independent third party facility. The microkeratome had been used at an earlier surgery with no problems. The surgery during which the event occurred was the second surgery of the day.